Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an ipg replacement procedure due to an unknown reason. The patient was doing well postoperatively and the explanted ipg was not returned as it was kept by the medical facility.

Event description:
It was reported that the patient underwent an ipg replacement procedure due to an unknown reason. The patient was doing well postoperatively and the explanted ipg was not returned as it was kept by the medical facility. Additional information received that the reason for the ipg replacement was due to the patient and the physicians preference.